Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: the facility uses the b braun infant line (2.4 mm) experience a leak in in the tubing around the blood pup segment while the patient was on the machine.